Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis in (B)(6) 2014. The blood glucose reading was over 730 mg/dl. The customer stated that she had discontinued insulin pump therapy in 2013 and had been off the insulin pump for over a year, leading up to the hospitalization. She did not have a working insulin pump at the time of the event. She was admitted to the intensive care unit and given fluids, insulin and antibiotics. She stated that in (B)(6) 2014, she had restarted insulin pump therapy but found that the device had a blank display. The blood glucose reading was 800 mg/dl, which was treated with manual injections. The insulin pump alarmed, indicating normal device behavior since the device had been stored without a battery for over a year. The display returned upon troubleshoot, and she was advised that a replacement battery camp would be sent. The most recent blood glucose reading was 384 mg/dl. Nothing further reported.